Manufacturer narrative:
The insulin pump passed the functional test including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump had intermittent button response due to a flattened button dome switch on the up arrow button. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and a missing address and serial number label.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 245 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.